Event description:
Peg sheared off a ps triathlon x3 size 6 #11mm insert. The surgeon replaced the ps insert with a cs insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding a post fracture involving a triathlon ps x3 tibial insert was reported. The event was confirmed. A visual inspection from 2 photos provided, shows what appears to be a sheared post and some explantation damaged from the tibial insert. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for the lot referenced. The exact cause of the event could not be determined because no patient medical records were provided for review. Photos provided couldn¿t provide enough evidence or indication to suggest the origin of the fracture. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Peg sheared off a ps triathlon x3 size 6 #11mm insert. The surgeon replaced the ps insert with a cs insert.